Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-22, additional information was received from a healthcare professional (hcp) via (B)(6) registry (psr) update. Session logs were received from a pump update that occurred on (B)(6) 2011. The pump contained dilaudid (0.5 mg/ml at a dose of 0.30034 mg/day) and bupivacaine (30.0 mg/ml at a dose of 18.021 mg/day). The pumps low reservoir alarm date was (B)(6) 2011.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid at an unknown concentration and unknown dose via an implanted pump. The indication for use was malignant pain. It was reported the patient contacted the clinic stating he missed his pump refill appointment and is experiencing worsening pain and anxiety starting on (B)(6) 2011. The clinical diagnosis was noted as it opioid withdrawal. The patient was unable to have the pump refilled as it was the end of the day friday when the patient contacted the clinic. The patient increased the frequency of oral breakthrough pain on (B)(6) 2011. The next day the patient went to the emergency department and the pump was interrogated with a low and empty reservoir alarm noted to have occurred. The pump was refilled the same day while inpatient. It was noted the patient was treated for hypocalcemia while inpatient that was unrelated to the device, therapy, or implant procedure. It was indicated the event was related to the device or therapy and related to the drug hydromorphone with the drug action being a empty pump reservoir. The event seriousness was noted as the patient requiring in-patient or prolonged hospitalization. The event resolved without sequelae on (B)(6) 2011.